Event description:
It was reported the loop of this snare detached during preparation. Another unit was used to complete the procedure successfully. There were no pt complications involved. The device has not been rec'd by this MFR. Therefore, no failure analysis is available at this time. However, since the MFR of this device, co has since implemented a 100% in-process pull test during loop assembly which should eliminate this malfunction in the future.